Manufacturer narrative:
Concomitant products: 5072-52 lead, implanted: (B)(6) 1999.

Event description:
It was reported that the patient presented with dizziness and near syncope. It was noted the right ventricular (rv) lead exhibited oversensing in certain patient positions causing inhibition of pacing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.